Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a varipulse¿ bi-directional catheter and the patient experienced cardiac tamponade that required pericardiocentesis. After the procedure, echocardiography showed a pericardial effusion, although it was a small amount. Blood pressure was 70/40 mmhg. The patient was observed for a while; because the effusion did not appear to increase, the physician judged that this was not cardiac tamponade. However, six hours after the procedure, the effusion had increased. Pericardiocentesis was performed and 500ml was aspirated. From 00:00 to 06:00, the effusion was about 50ml and was judged by the physician to be acceptable. The patient condition improved. Hospitalization was extended for further observation. The patient has been discharged. Pfa (pulsed field ablation) was the energy that was delivered. Ablation was performed prior to the adverse event. It is unclear at what timing the tamponade developed, therefore the relationship with the product is considered unknown. No error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 6-apr-2026, the product investigation was completed as the complaint device was not returned. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31611157l and no internal action related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 17-feb-2026, bwi received additional information indicating that the patient fully recovered. 20 ablations were performed, all with pfa (pulse field ablations), all within pulmonary veins. No error messages observed on biosense webster equipment during the procedure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).